Event description:
It was reported that high pacing impedance and high stimulation threshold was observed on the left ventricular (lv) lead. The lv lead was capped and replaced. The patient was stable and there were no adverse consequences.